Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
During a preventative evaluation of the customer's device, physio-control observed the device to cycle power after the shock button was pressed. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.